Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be operating in safety mode during a clinic evaluation. Technical services (ts) indicated that device replacement was recommended. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.